Event description:
Litigation papers allege the patient experienced physical injury and pain. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** 04/18/2013 - patient's medical records were received. Records indicate the patient was revised. No new information that would change the existing MDR decision. Depuy still considers the investigation closed.

Event description:
**Update** 04/18/2013 - patient's medical records were received. Records indicate the patient was revised. No new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed.